Manufacturer narrative:
(B) (4).

Event description:
It was reported that the hcp had difficulty filling or aspirating the pt's pump reservoir. They were only able to fill 30cc of a 40cc pump reservoir. The physician had thought that the problem may have been a missing propellant issue, but that was ruled out. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.